Event description:
It was reported the patient turned her scs stimulation off approximately three weeks ago to have a medical procedure unrelated to her scs system. The patient stated she has been unable to turn her stimulation on since the procedure. The patient stated her scs ipg charger and the patient programmer do not communicate with her ipg. A sjm representative met with the patient and confirmed the patient's scs ipg does not communicate with external devices. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.